Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. On microscopic inspection, the silicone insulation on both cold and hot jaws appeared intact. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.674 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle switch was released. Based on the returned condition of the device and the evaluation results, the reported failure ¿failure to deliver energy" was not confirmed.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.